Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "keypad malfunctions" were confirmed and reproduced during evaluation. The keypad had limited operation due to intermittent keypad response of the on/off key due to a failed keypad. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had an intermittent keypad response of the on/off key. There was no patient involvement.